Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported occlusion alarm on (B)(6) 2024. Troubleshooting confirmed blockage at site. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.